Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume folfusor. During infusion, it was observed that the patient¿s antibiotic had not been infused. This issue was further described as, ¿little to none of antibiotic infused¿. The device contained pipercilin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: update "the device contained pipercilin/tazobactam." To " the device contained pipercilin/tazobactam 13500mg in 230ml sodium chloride 0.9%. A peripherally inserted central catheter was used." Additional information was added to d10, h4, h6, h11. H4: the lot was manufactured between november 15-17, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the bladder which suggested possible non delivery may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.